Event description:
The hcp reports the patient presented 2006 with signs of infection and csf fluid leaking from the lumbar region. The patient presented in 2006 with signs of infection including fever, drainage, incisional wound opening and erosion over the anchoring hardware in the lumbar region. The drugs used in the pump were morphine and bupivacaine. The patient's last refill was the same day. The hcp reports perioperative antibiotics were administered; the patient did not have meningitis. The primary location of the infection was the lumbar region. A culture was obtained which produced staph epidermidis growth. The patient was initially treated with IV antibiotics but the patient and family elected to not continue antibiotics as the patient had avanced metastatic disease and was near death. The patient subsequently expired in seven days later. The hcp reports debilitated status, malnutrition/thin, cancer and poor skin condition as risk factors for this patient. The hcp reports using a "purse string" around the catheter to prevent csf "pockets" in the lumbar region.